Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 499 mg/dl and 107 mg/dl. Customer treated with 20.1 units of insulin in between tests based on the initial reading. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.